Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position; subsequently, a leak of a chemotherapeutic agent was noted. The primary tubing set was being used to deliver an unspecified volume of normal saline. At an unspecified time, the male adapter of a second tubing set was connected to the clave port of the primary tubing set for delivery of an unspecified chemotherapeutic agent. After an unspecified length of time in use, the chemotherapeutic agent delivery was completed and the male adapter was removed from the clave port. At that time, it was noted that the silicone sleeve of the clave port remained in the open position and an unspecified volume of solution leaked. The primary tubing set was replaced and the normal saline delivery was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects and no delay in therapy critical for this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device wil not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel; (B) (4).